Event description:
A customer obtained an erroneously elevated troponin (accu tni) result of 5.52ng/ml for one patient. A) the result was reported out of the lab and it was questioned by the physician. B) the original sample was re-tested and repeated result was in the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The sample is lithium heparin collected in a pst tube and centrifuged at 4,5000 rpm for 6 minutes. The specimen was a full draw and was visibly clear of fibrin. Qc was performed immediately after the event and was within specifications. System checks have been within specifications.a field service engineer (fse) was dispatched: a) the fse performed a diagnostic and a precision run; both tests met specifications. No hardware issues were noted.no definitive root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.